Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm maryland bipolar forceps instrument would not work. The procedure was completed with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage at the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed an electrical continuity test on 2 out of 2 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy with smoke between the grips at yaw pulleys. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.